Event description:
The pt was hospitalized for elevated blood glucose levels. The pt's mother reported, that the keypad was damaged and the enter key was intermittently unresponsive.

Manufacturer narrative:
The pump was returned to animas for eval. Evaluation revealed a damaged keypad consistent with the pt's report. Evaluation also demonstrated that pump insulin delivery was operating within required specifications and delivery accuracy.